Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm and failed battery test alarm. The customer also reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were out greater than duration allowed the insulin pump. The customer stated that the contacts of the battery cap were damaged. The customer was advised to be sent a replacement battery cap. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.